Manufacturer narrative:
Product analysis:the partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited high impedance, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.